Event description:
A malfunction was reported with the device, specifically displaying malfunction code malf 3. There was no reported adverse impact on the customer's blood glucose level. Technical support decided to replace the pump due to the malfunction and instructed the customer to use manual insulin delivery as a backup. The customer was guided on how to put the malfunctioning pump into storage mode and was provided instructions to return it within 10 days using a pre-paid label. The pump was confirmed to be under warranty, and the customer's shipping information was verified.